Manufacturer narrative:
(B)(4). No term available for device operated within specification. The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed, and the receiver passed all relevant testing. The receiver charges and will boot, functional testing was performed and passed. The receiver unit could not communicate with the functional test station. Performed pairing, calibration, performance, and range test and passed. Downloaded the receiver data log and the reported signal loss allegation was found. The customer complaint of a loss of connection was confirmed because there was a loss of connection gap in the receiver data log. The probable cause could not be determined because the complaint could not be replicated with the returned device. No additional event or patient information is available.